Manufacturer narrative:
The complaint device has been returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The investigation of the device confirmed the reported complaint . The left and right pawls were worn and needed replaced. The unit was received without the pedi rocker arm or suitcase. The observed condition was likely caused by wear and tear/ improperly handling of the device. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the locking mechanism of the a2114 mayfield infinity xr2 skull clamp was loose and doesn't want to stay in place and lock. There was no known patient injury or surgery delay.